Manufacturer narrative:
(B)(4). Date sent: 8/13/2021. Additional information requested and received: what was the tumor close to the diaphragm? Relatively. There was ascites fluid in between the liver and diaphragm. Was the probe insertion intercostal approach? If so, what was state of breathing when probe inserted-inspiration or expiration? Intercostal for both probes. Probes are typically inserted on breath hold, which is expiration. Was the pleural effusion noticed immediately or days later? Days later in the investigator¿s opinion, was there any device deficiency that could have caused or contributed to event? None. The lesion was posterior and inferior, and there was ascites fluid already between the lesion and the diaphragm.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the location of tumor? Close to diaphragm? Location of tumor is segment vi/vii was the probe insertion intercostal approach? If so, what was state of breathing when probe inserted-inspiration or expiration? Was the pleural effusion noticed immediately or days later? Was any treatment required? Per edc, this event required diagnostic imaging, culture taken, and drug therapy. In the investigator¿s opinion, was there any device deficiency that could have caused or contributed to event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient experienced right sided pleural effusion.